Event description:
Received info stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose was not impacted.

Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed.